Event description:
Contact called stated that the customer had to be taken to the hosp after their meter reported a result greater than 300 mg/dl. Customer tested at hosp and received a reading of 91 mg/dl, compared to a reading directly after on their meter of 178 mg/dl. Customer asked to return meter for further evaluation, and a replacement was provided.